Event description:
It was reported that the person with diabetes (pwd) identified a kinked cannula along with blood at the site. Per reporter, the tubing was changed and a correction bolus was administered, and the issue was resolved. The pwd's blood glucose reading the time of the event was 320 mg per dl. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 3/2/2026. H3 and h6. Codes: updated. Device evaluation: received one used cadd cleo infusion set. As received blood residuals were observed at inside a bent canula on the base. The complaint of kinked canula can be confirmed. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.